Event description:
It was reported the catheter was "crushed" and would not pass over guidewire during patient use. No patient injury or complication reported. A new catheter was obtained and placed in the patient.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied photos showing the product lidstock and reported catheter with evidence of use in the form of biological material. The photo of the catheter appears blurry and the reported defect of the catheter crushed cannot be clearly observed in the returned image. The customer reported issue could not be confirmed from the photo. Therefore, a probable cause of the reported issue cannot be determined from the photos and without the sample returned to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states "warning: do not apply excessive force in placing or removing catheter. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The report that the catheter was crushed could not be confirmed through examination of the customer supplied photos and without the sample returned for evaluation. The customer images showed the product lidstock and the reported catheter with evidence of use in the form of biological material. The photo of the catheter appears blurry and the reported defect of the catheter crushed cannot be clearly observed in the returned image. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the catheter damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was "crushed" and would not pass over guidewire during patient use. No patient injury or complication reported. A new catheter was obtained and placed in the patient.